Event description:
The lead was explanted due to infection. However, prior to the procedure, it was observed that non-capture at maximum pacing outputs was observed. The lead was reported to have been dislodged and became situated in the rvot. In addition, t-wave oversensing was noted on stored egm. The patient received inappropriate atp as a result of the oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.